Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied two photos showing an arterial catheter while inside the patient. Visual analysis revealed that the extension line appeared to be separated directly adjacent to the juncture hub, but it cannot be determined without the sample to evaluate. A probable cause of the defective arterial catheter cannot be determined from the photos and without the sample to evaluate. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities". The IFU also states, "care should be exercised that the indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of the material, leading to possible separation of catheter. Precaution: do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities". The report that the arterial catheter separated was confirmed through examination of the customer supplied photo. The image showed the arterial extension line had separated directly adjacent to the juncture hub; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, based on a potential lot number from sales history, with no evidence to suggest a manufacturing related cause. The probable cause of damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the catheter had been inserted in the patient on (B)(6) 2021. Whilst the patient was turned (moved position), the catheter split at the level of the juncture hub." There was no injury to the patient. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter had been inserted in the patient on (B)(6) 2021. Whilst the patient was turned (moved position), the catheter split at the level of the juncture hub." There was no injury to the patient. The condition of the patient is reported as "fine".